Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. D4: batch # u5ch29. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples, and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # u5ch29. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Cs40g batch #: u5ch29 - a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mfg. Date: 05/08/2020 cr40g cartridge batch #: u5cc33 - a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mfg. Date: 04/14/2020. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open low anterior resection, the staples were not deployed on the oral side of the rectum at the 1st firing. The staples were deployed properly on the specimen side. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.